Manufacturer narrative:
Follow-up #1: date of submission 07/19/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 6/29/2016 with the following findings: during investigation, the keypad was found to be intact; no damage was observed. All of the keypad buttons were found to respond appropriately during testing. The keypad was removed and no damage or contamination was observed on the button contacts. The pump was opened and there was no damage found to the keypad connector or keypad flex cable; the keypad connector latch was secure. The complaint of the under responsive keypad button was not duplicated during investigation. There was no defect found.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow keypad button was under-responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.